Event description:
It was reported that episodes of right ventricular oversensing determined to be post paced t wave oversensing were observed on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable.